Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where three infusion sets fell off during use within last 2 weeks. The event 1 & 2 occurred within a day and event 3rd occurred within 2 days. Blood glucose level was 200-299 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.